Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shock the patient, due to t waves oversensing. An x ray was recommended. The device was reprogrammed and will continue to be monitor. This s-ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient, due to t waves oversensing. An x ray was recommended. The device was reprogrammed and will continue to be monitor. Additional information was received which indicated that the patient received another inappropriate shock due to atrial fibrillation (af), low amplitude and oversensing. Subsequently, the device was programmed off due to poor r wave sensing, inappropriate therapy. The electrophysiologist will follow and decide on further action depending on the clinical course of the patient. This s-ICD remain in service. No adverse patient effects were reported.